Event description:
Customer reported "dim lights." No injury or delays reported associated with this individual device.

Manufacturer narrative:
No medwatch form received from user facility. Investigation results - upon disassembly and evaluation of the device it was found to have a cracked/cloudy taper, causing a drop in lumens, which resulted in customer complaint of "dim light." Returns continue to be evaluated.